Event description:
After the primary knee surgery, when the sales agent was reviewing the implants listed on the invoice, he observed that a size 4 sphere femur was implanted with a size 3 sphere cr poly and size 3 gmk primary baseplate into the patient during the primary knee surgery. The correct combination would be a size 4 femur with a size 4 poly and the t3/i4 baseplate due to the radial mismatch between size 4 and size 3 components. The sales agent reached out to the surgeon and the surgeon revised the patient from a gmk tibial tray cemented left s3 to a gmk-sphere tibial component cemented t3i4l and the gmk sphere cr tibial insert s3l 12mm to a gmk-sphere tibial insert - flex s4l - 14mm. The surgery was completed successfully. The agent's partner was present during the surgery. When the agent saw the invoice ticket, he reached out and asked him if he noticed, his partner said he didn't.